Manufacturer narrative:
Based on the claim against the product by the customer noting intermittent energy issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the issue but confirmed it after reviewing the system logs. The fse replaced the integrated electrosurgical unit (iesu). The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the fse confirmed the reported problem and replaced the integrated electrosurgical unit (iesu) to resolve the problem. It is unknown how the customer completed the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was intermittent question mark indicator on the bipolar instrument. Prior to calling the intuitive surgical inc. (Isi) technical support engineer (tse), the customer already replaced the cautery cables and bipolar instruments. They did not have a spare anymore. The tse did not find any relevant logs. The reported behavior was confirmed in the system logs. The energy settings went from bipolar instrument to non-energized instrument intermittently. The customer stated that the fault remained even after holding the cautery cable at the integrated electrosurgical unit (iesu) side. She stated that there was a mechanical play on at least on one port. No external generator was available in hospital. The tse asked the customer to order a brand-new cautery cable. The caller was uncertain if they would continue surgery as is. There was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting intermittent energy issue with bipolar instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical inc.(isi) did receive a da vinci product involved with this complaint to perform failure analysis. The electrosurgical unit (esu) was analyzed and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation. The complaint regarding intermittent energy issue was not confirmed by failure analysis.